Event description:
The iab did not inflate. The following info rpt'd to datascope on 7/11/97: the dr had difficulty inserting the iab into the pt. When the iab was removed, fraying was noted at the catheter tip. Event complications: unk - rpt'd 5/27/97; none - rpt'd 7/11/97. Pt current status: expired - rpt'd 7/11/97.

Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738. Evaluation the iab was received intact for evaluation with blood noted on the exterior of the device and within the inner lumen. Visual examination revealed that the 10 french, 6 inch sheath/hemostasis valve assembly covered the entire balloon membrane except for 3" of the exposed balloon tip. The exposed portion of the balloon tip was noted to be completely unfolded. Kinks were noted in the sheath, catheter tubing, and inner lumne. It was not possible to advance the balloon completely through the sheath. When the sheath was pulled back from the folded membrane, the membrane at the proximal taper appeared stressed. It was not possible to pump the iab on the laboratory system 90 due to the condition of the membrane. Unfortunately, it was not possible to advance the returned sheath over the unfolded membrane. Probable cause of difficulty: based on the laboratory examination of the returned cahteter, it was not possible to verify the encountered difficulty in the laboratory. Although conjectural, it is quite possible that the encountered difficulty was due to the pt vasculature. A tortuos and calcific artery could have been responsible for the resistance experienced by the dr. In general, difficulty advancing the iab into sheath and/or sheath into the pt may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion. In addition, inflation and alarm difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the sheath. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt, possibly due to severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance.